Event description:
It was reported that the rate on an external pulse generator could not be adjusted. Technical services had the biomedical engineer run some tests and the device was in specification. Technical services then had the biomedical engineer change the battery and the rate of the epg was erratic. The customer is expected to return the device to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.